Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported the lead was explanted due to decreased sensing and high capture threshold. The patient was fine after the event.